Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs2825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing after placement it was noted that saline was running out at the connection between the catheter and the hub. The powerglidepro was removed and new one placed. No harm to the patient was reported.